Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, a nurse called in to report intermittent control faced by the surgeon at the right master tool manipulator (mtmr) surgeon side console (ssc) 2. The nurse advised the surgeon to move to the ssc1 due to the issue. The customer already reported the issue to the clinical sales representative (csr) and was waiting for the field engineer follow up to address the issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) found no record related to the issue reported in the system history and had the site connect the system to onsite. The tse found error 23075 in logs pointing to surgeon left hand not detected during following mode. The tse reported this to the caller but as the behavior was felt as recurrent, the fse would be dispatched. The procedure was converted to another dv with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the isi field service engineer (fse) and obtained the following additional information: the fse was not able to identify any defect on the arm during test drive but performed new calibrations of the grips as they failed on both sscs.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse recalibrated the master tool manipulators to resolve the reported problem. The system was tested and verified as ready for use. The probable root cause is attributed to the mtms being out of calibration. This issue can be resolved by recalibrating the mtms. This issue is captured in the is4000 family shared clinical risk analysis (818001-45, rev at) via risk ID (B)(6).